Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced anal pain leading to fenix device explant. The fenix device was used as part of the surgical procedure. -uneventful surgical procedure and device implant on (B)(6) 2010. - patient began having pain symptoms on (B)(6) 2017. - uneventful device explant on (B)(6) 2017 due to anal pain; the device was removed through the original incision. - the device was found in the correct position/geometry at the time of removal. - patient is "doing well" as of (B)(6) 2017.